Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump had no auditory tone function. The vibratory function was stated to be operational. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged audio issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 05/16/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 05/05/2014 with the following findings: on investigation, the pump powered on with no auditory function. All auditory alarm settings were set to ¿high¿ setting and tested and there was no sound during testing. The pump cover was removed for investigation. There was no physical damage of the internal pump components. Adjustment of the internal auditory component did not resolve the auditory issue. Replacement of the internal auditory component restored the auditory function. Investigation revealed failure of the internal auditory component of the pump.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.